Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus did not align with the display cursor. It was indicated that the connection from the overlay to the xy printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.